Manufacturer narrative:
Upon additional information received it was determined that, the issue should not have been submitted as a medical device report.

Event description:
Upon additional information received it was determined that, the issue should not have been submitted as a medical device report.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient will have surgery for unknown reason.